Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 397 mg/dl with large ketones. The customer changed the cartridge, infusion set tubing and site twice. Correction boluses and manual injections were administered in an attempt to lower the bg level. The customer's friend assisted the customer with the testing of the bg level. The customer went to the emergency room (ER) and was treated with intravenous fluids (water). No additional insulin was given. The customer left the ER with a bg level of 183 mg/dl and was tired and "hazy".